Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a technologist tripped on the patient strap of the lightspeed vct system causing her to fall, this resulted in a fracture of her right elbow.